Event description:
It was reported that an asymptomatic patient presented with high capture threshold. Imaging showed dislodgment. When repositioning was unsuccessful the lead was explanted and replaced without complication. The patient will be monitored.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.